Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an email regarding an audio anomaly. The patient's blood glucose at the time of call is unknown. The device passed the audio test. However, the device was no longer providing alarms or alerts such as their low reservoir alert or set change reminders. Further troubleshooting did not occur. The insulin pump will not be returned for analysis.